Event description:
It was reported that a spectrum iq infusion pump failed flow test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, 'failed flow test' was reproduced. The device was tested for flow accuracy and over delivered with 5.325%. A review of the event history log revealed occurrence date was not provided, however the last day of customer use , revealed 3 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel requires adjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.